Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease (cad). The de novo target lesion was located in the coronary vessel. A 2.00mm x 12mm maverick balloon catheter was advanced for dilatation. However, it was found out that the balloon ruptured. The procedure was completed with another maverick balloon catheter. There were no complications nor injuries reported and the patient was in stable condition.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was both contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 16mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease (cad). The de novo target lesion was located in the coronary vessel. A 2.00mm x 12mm maverick balloon catheter was advanced for dilatation. However, it was found out that the balloon ruptured. The procedure was completed with another maverick balloon catheter. There were no complications nor injuries reported and the patient was in stable condition.